Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb was evaluated and associated contacts were repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up while recording cine loops. No patient serious injury or death was reported related to this event.